Event description:
See initial report.

Manufacturer narrative:
H.10: the affected unit was returned back to the manufacturer site for repair. During the functional check the issue was reproduced. The encoder and the internal ribbon cable were replaced and the pin calibration was performed. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the above facts, the root cause of the reported event was traced back to a defective encoder and ribbon cable.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) gave an error code associated to the clamp encoder during a procedure. There was no report of patient injury.